Event description:
The customer reported that the system interconnect cable connector was broken and the system was down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.